Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysuria ("urinary problems") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, dysuria and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysuria, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic / abdominal pain, general abdominal bleeding, psych injury, migration, urinary problems, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received : case category was upgraded to incident. Events migration, pelvic / abdominal pain, general abdominal bleeding, psych injury, urinary problems, vaginal infection added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location lateral r side of the fundus of the uterus') and genital haemorrhage ('general abdominal bleeding') in a 34-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dysuria ("urinary problems"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, dysuria, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysuria, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs) patient received treatment for pelvic / abdominal pain, general abdominal bleeding, psych injury, migration, urinary problems, vaginal infection. Left side-2 coils were noted right-3 coils were noted . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc on 13-nov-2019: pfs received: no new information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location lateral r side of the fundus of the uterus') in a 34-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril, medroxyprogesterone acetate (depo-provera)(B)(6)2012 to (B)(6)2012 and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury / depression/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish/psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6)2018, the patient experienced vaginal infection ("vaginal infection"), 5 years 5 months after insertion of essure. On (B)(6)2018, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding") and dysuria ("urinary problems"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, dysuria, vaginal infection, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysuria, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2012 (summons) and (B)(6)2012 (pfs) patient received treatment for pelvic / abdominal pain, general abdominal bleeding, psych injury, migration, urinary problems, vaginal infection. Left side-2 coils were noted right-3 coils were noted patient would like to have the "coils" removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded, total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information,rcc was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location lateral r side of the fundus of the uterus') and genital haemorrhage ('general abdominal bleeding') in a 34-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dysuria ("urinary problems"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, dysuria, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysuria, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs) patient received treatment for pelvic / abdominal pain, general abdominal bleeding, psych injury, migration, urinary problems, vaginal infection. Left side-2 coils were noted right-3 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, were added. Previously reported device dislocation updated to device expulsion event onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.